Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot reported were invalid lots codes, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll had leakage at the luer connection. The following information was provided by the initial reporter: a couple of drops leaked from the syringe - caught by gauze (this was disposed of in an appropriate sharps bin). The leak appeared to come from where the needles leur lock was attached to the leur lock of the syringe. Sample not available for collection. No harm to patient. One of our nurses have reported a few drops of medication had leaked from the connection between the bd eclipse needle (lot: 412001 exp: 30-11-2029) and the leur lock syringe (lot: 251947/252472). Response received on 17jul2025. The other product has catalogue number of 305959 - luerlok 10ml syringe. It was mixed batch being used for preparation so batch number could be either 251947 or 252472 with unknown expiry date.